Event description:
Per the patient on (B)(6) 2015, the ¿doctor noticed that the pump had 13.5cc, but the pump was dry¿. As of (B)(6) 2015, the patient reported that he had no concerns with his device or therapy ¿now that I have a new ptm (personal therapy manager)¿. The device system was delivering fentanyl. The patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).